Event description:
On february 19, 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select simple meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service agent (csa) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 when he obtained an alleged inaccurate high result of ¿400 mg/dl¿ with the subject meter. The patient manages his diabetes with novorapid insulin on a self-adjusting dose. In response to the elevated result, the patient claimed he increased his dose of novorapid from 15 units to 25 units then started to experience ¿dizziness and felt uneasy.¿ during the follow-up call, the patient claimed he associated the symptoms with a low blood glucose excursion. The patient was reportedly hospitalized as a result of the alleged issue but was unable to confirm the treatment received. The patient claimed that his blood glucose was measured at ¿160 mg/dl¿ on a laboratory device on the following day of hospitalization. During the follow-up call, the patient claimed he attributed the onset of the symptoms to the increase in insulin dose. The patient was reportedly advised by his doctor to continue taking 15 units of insulin as previously prescribed. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking extra insulin based on alleged inaccurate high result obtained with the subject meter.